Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2018. On (B)(6) 2021 the patient expired due to suspected delayed, but significant hemorrhagic shock from a recent motorcycle accident. No alarms or device-related issues were reported in association with the event. The account communicated that heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation. No further information has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 20dec2017. The heartmate 3 left ventricular assist system instructions for use, rev. C lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to suspected delayed but significant hemorrhagic shock from recent motorcycle accident.